Event description:
A hospital in (B)(6) reported that the inspiratory pressure control knob of an rd900 neopuff infant resuscitator "locks" when "turned all the way clockwise". This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the inspiratory pressure control knob of an rd900 neopuff infant resuscitator "locks" when "turned all the way clockwise". This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected and performance tested. Results: the visual inspection revealed no damage to the front fascia of the complaint device. The manometer and maximum pressure relief valve adjustment knob functioned properly. The peak inspiratory pressure (pip) valve adjustment knob was stuck and could not be rotated clockwise or anticlockwise. When disassembled, a brown sticky substance was found inside the valve. A lot check revealed no other complaints of this nature for this lot number. Conclusion: visual inspection of the knob revealed that there was dirt inside of the threads and the housing which prevented the pip valve from rotating smoothly. When the valve threads and housing were cleaned, the adjustment valve could be rotated properly. The neopuff is manufactured in a controlled working environment and is sealed for shipping. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. It is likely that dirt got into the pip valve post-production, as a tight valve would have been observed prior to distribution. The neopuff unit is a portable reusable device and the user instructions require that the neopuff be tested prior to each use to ensure functionality.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.